Manufacturer narrative:
Additional narrative: it was reported that when impacting final femoral implant with secondary femoral impactor and universal handle, the clip that holds impactor to handle broke. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when impacting final femoral implant with secondary femoral impactor and universal handle, the clip that holds impactor to handle broke.